Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "High", although specific value was not provided on (b)(6) 2026. The elevated BG was addressed by a correction injection via manual insulin therapy. Customer changed infusion set and cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: CGM model: G7. Mobile OS: iOS / iOS_iPhone 11 / 2.9.1 / iOS 26.1.